Event description:
Catheter disconnected from port reservoir. Migrated distally in the right atrium and ventricule. Was retrieved without difficulty. (Cath had been flushed in o.r.- not used otherwise.)